Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that reservoir had air bubbles. Customer stated that there is a white spot in half of the tubing and half of tubing connector. The blood glucose at the time of the incident was 62 mg/dl. The insulin pump was not rewound with the reservoir in place. During troubleshooting it was advised to change out the set and pushing air back into the insulin vial. Air bubble issue was resolved. The customer stated insulin was stored in at room temperature. The product will not be returned for analysis.